Manufacturer narrative:
The specimen was drawn via micro collect and collected in a 300ul container. The erroneous results occurred for a specific pediatric sample. Qc is run once a day, and was run prior to the event. Previously tested pt samples were not rerun to confirm accuracy back to the last acceptable qc run. A field service engineer (fse) was dispatched to the customer's lab: the fse performed latex and clog detection procedure. The fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated hemoglobin (hgb) and low platelet (plt) results generated by the coulter act diff analyzer for one pt. Initial hgb result of 12.1g/dl and plt result of 286x10 to the third power cells/ul were reported out of the lab. The original sample was retested several times and repeated hgb results were: 2 results of 11.8g/dl and 12.3g/dl. Repeated plt results were: 364x10 to the third power cells/ul, 378x10 to the third power cells/ul, and 362x10 to the third power cells/ul. The pt was redrawn and sample was tested for hgb and plt on a reference instrument: hgb result was 10.6g/dl, and plt result was 370x10 to the third power cells/ul. The results obtained from the reference instrument were considered correct and were reported out of the lab. Based on available info, there was no impact to pt treatment.